Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) had a missing electrocardiogram (egm) which was a result of a bluetooth (ble) telemetry issue. No intervention was done. The patient was asymptomatic.

Manufacturer narrative:
H6.